Event description:
Additional information from the field representative indicated that the patient's complaints were due to perforation. Pericardiocentesis was performed successfully. No additional adverse patient effects reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and was repositioned several times during the implant procedure. The lead was successfully implanted and the pocket was closed. Following the implant procedure, the patient developed vagal crisis and a cardiac tamponade and was transferred to another hospital for cardiac surgery. The lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information has been requested. This investigation will be updated should further information be provided.